Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4)

Event description:
It was reported that the patient programmer (pp) was not able to adjust stimulation. The display was showing a ¿call your doctor¿ icon. There was a power on reset (por) condition. The patient got the por 3 days ago. The patient was able to clear the por message and the patient was now able to feel stimulation. The action resolved the reported issue.